Event description:
Additional information received reported that there was a possibility that the electrode was not entirely in the connector. This was the suspicion follow the x-ray. There was no device deficiency and impedances were within range and the patient had been programmed to achieve.

Manufacturer narrative:
Concomitant medical products: product ID: 37081-60, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 39565-30, lot# 0207569061, implanted: (B)(6) 2014, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient experienced a change of stimulation. The etiology was related to the device or therapy and not related to the procedure. The event was not due to programming. Interventions included reprogramming on (B)(6) 2015. The outcome was resolved without sequelae.

Event description:
Additional information received from the healthcare professional (hcp) of a foreign clinical study reported the x-ray showed that the lead may be slightly displaced potentially causing the stimulation to have altered. The site reported that the cause was unknown. The patient was able to sue the device without surgery and adverse effect.

Event description:
Additional information received from the healthcare professional (hcp) of a foreign clinical study reported that reprogramming occurred on (B)(6) 2014 and (B)(6) 2015. The outcome was reported as resolved without sequelae on (B)(6) 2015.

Manufacturer narrative:
(B)(4). Additional information indicated the reported event date was the date the clinical study site became aware and not the date the event occurred.

Event description:
Additional information received reported that the etiology was due to programming. There was shooting pain across back when walking electric shocks legs difficulty passing urine due to above signs.

Event description:
It was reported that the patient experienced shooting pain across their back when walking, difficulty passing urine, numbness and tingling at their right side leg, and a burning sensation in their lower back not covered by stimulation. An x-ray confirmed the lead was slightly out at the junction with the extension. There was a loose connection between the lead and extension and reprogramming was done. It was reported to be an ongoing event. If further information is received, a follow up report will be sent.